Event description:
Lead migrated inferior down to level of t11. A curved stylet was inserted into the lead, placed to the top of t7, anchored in, and reconnected to the ipg without incident. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.